Event description:
He was taken to surgery to remove the screws that were bothering him, another surgery must be scheduled to put another plate and perform the initial pathological correction of the patient. When the patient was in a check-up appointment, it was evident that the screw was detached from the plate.